Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue via log review. The issue could not be duplicated, however. The power management board was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing the unit to reset on its own resulting in a loss of mechanical ventilation. There was no report of patient involvement.